Event description:
Additional information was received that another alert was generated by the remote home monitoring system for a device parameter error. The field representative contacted the clinic in an attempt to obtain additional information. The clinician noted that they did not bring the patient in for evaluation. No adverse patient effects were reported.

Event description:
It was noted that the device parameter error had been occurring for over a year. Additional information was received from the engineering department that the device parameter error was likely due to a setting of 110 bpm versus the remote home monitoring systems maximum allotment of 105 bpm. Per boston scientific engineering, this setting is acceptable would not create any issues for the patient.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the competitive right ventricular (rv) lead due to a high out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.